Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the initial implant procedure the right atrial (ra) lead exhibited high and unstable threshold levels. The patient went into atrial fibrillation (af) and the physician chose to utilize the lead as positioned. The patient converted to normal sinus rhythm approximately one hour after the procedure. The lead remains in use. No patient complications have been reported as a result of this event.